Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing consistent with loss of contact.

Event description:
It was reported that implantable cardiac monitor (icm) detected false pause episodes due to loss of contact on day of implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.